Event description:
A home pt contacted baxter's technical service center to report the observation of the tubing on a homechoice set being "ripped" while setting up for their automated peritoneal dialysis therapy on the homechoice machine. Per initial report, baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.